Event description:
It was reported that the device was explanted due to premature eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Please retract this MDR. The information received from the field was re-evaluated. There is no complaint of premature battery depletion. The complaint was on the lead which was reported under MDR number 2017865-2012-03370.